Event description:
It was reported "balloon would not inflate". Additional information states that the iab catheter was removed in replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the device was in two separate sections. The first section included the iabc distal tip, a portion of the bladder membrane, a portion of the central lumen and the teflon sheath. Upon return, the sheath was on the bladder and noted buckled. The sheath was removed from the bladder membrane. Upon removal, the bladder was unwrapped and noted torn. Dried blood was noted on the exterior surface. No blood was noted in helium pathway. The second section included a portion of the bladder membrane, the outer lumen and the iab luer end. The bladder was noted torn. Dried blood was noted on the exterior surface. No blood was noted in helium pathway. The teflon sheath was noted buckled and the iabc bladder was noted torn, which indicates the iabc was not removed correctly per the instructions for use (IFU). The in-structions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or bal-loon damage.". A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "balloon would not inflate" is not able to be confirmed. Upon return, the device was returned cut in two separate sections. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Unrelated to the report-ed complaint, the iabc bladder was torn and the teflon sheath was noted buckled. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon re-lease. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "balloon would not inflate". Additional information states that the iab catheter was removed in replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).